Manufacturer narrative:
This report is for one (1) unknown 2.7mm variable-angle (va) locking screw. It is unknown if the device was fully implanted during the surgical procedure on (B)(6), 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an olecranon fracture procedure on (B)(6), 2015. During the procedure, the surgeon attempted to insert a 2-hole variable-angle locking compression plate (va-lcp) on the proximal side of the ulna with a 2.7mm va locking screw. A torque limiter was used. The locking screw was placed at the pre-defined angle mode, but the tip of the screw driver came off of the head of the screw before it could be fully inserted. The surgeon reportedly struggled to apply the appropriate amount of torque for the screw. Thread-like debris came out from around the screw head. The procedure was delayed by approximately ten (10) minutes. This report is for one (1) unknown 2.7mm variable-angle (va) locking screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.